Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a condensation under the screen and physical damage on th insulin pump. The customer's blood glucose level was 79 mg/dl. The customer stated that their is a crack on the top right corner of the insulin pump and going up and over. The customer reported that along the reservoir compartment had a crack too. The customer was advised to disconnect to the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.